Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Failure to release the bare stents: the device was introduced via the right femoral access and advanced under fluoroscopic guidance to the level of the lowest renal artery. Upon attempting deployment of the proximal bare stents, the device failed to release. Multiple standard release maneuvers were attempted. The operator attempted to advance the gray retainer and rotate it 90 degrees as per the instructions for use; however, rotation could not be achieved despite several attempts. Repeated efforts to advance and rotate the retainer were unsuccessful. Subsequently, manual release of the proximal clasp was attempted. This was performed using a surgical instrument to rotate the steel rod while simultaneously retracting the green catheter. Despite these maneuvers, release of the bare stents could not be achieved. As a last resort, the operator proceeded to cut the steel rod incrementally until reaching a point near the deployment grip. At this stage, the green catheter was identified and successfully retracted, allowing deployment of the proximal bare stents. However, due to the prolonged and repeated manipulation required during these maneuvers, the endograft experienced significant multidirectional movement (distal, proximal, and lateral). This resulted in intraluminal twisting of the endograft within the aorta, described as a "ballerina" effect, accompanied by longitudinal foreshortening. Consequently, an approximate loss of 2 cm of effective graft length was observed on each side." Patient outcome: "no vascular injury, dissection, rupture, or end-organ compromise was observed during or after the procedure. Final angiographic assessment demonstrated patent renal and iliac arteries with no evidence of endoleak related to the deployment maneuvers. However, the technical difficulties encountered resulted in a prolonged procedure time, with extended fluoroscopy exposure and an increased volume of contrast medium administered compared to standard implantation. The patient tolerated the procedure without immediate clinical complications."